Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to undergo testing) has been confirmed. As received, the electrode belt failed a therapy electrode recognition test. Upon investigation, the cable connecting ECG "a" and "b" to the front therapy electrode was pulled from the front therapy electrode strain relief, damaging wires within the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was unable to undergo testing.